Event description:
It was reported that during a procedure, the physician noticed that the irrigation fluid flowed from the handle and the outer shaft of the catheter was broken near to the handle. The case was completed by replacing the catheter without any patient consequence. This issue is not reportable. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that there is the cut on the pebax, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
Correction: in the initial report was mentioned ¿investigation is still in progress. A supplemental report on device evaluation will be submitted.¿ the investigation and device evaluation were done and submitted as a part of the initial report on 2/25/2015. (B)(4)

Manufacturer narrative:
Refer to evaluation summary: (B)(4). Upon receipt, the device was visually inspected and it was found that the shaft was broken causing and the braids to be exposed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged. However, a corrective action has been opened to address and resolve this issue. Additionally, crystalized material was found underneath the pebax, inside the spring (helix). In addition, the pebax was found damaged. A corrective action has been opened to address and resolve this type of pebax damage. Then per the reported event, a cool flow pump test was performed and catheter failed. The catheter was then dissected and it was determined that the root cause was the irrigation tubing was broken. The catheter was also tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The customer complaint has been verified; however, a root cause could not be drawn at this point.